Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 39565-65 lot# serial# (B)(4) implanted: 2015(B)(6) explanted: product type lead.

Event description:
Information from the manufacturer¿s representative reported that the patient¿s implantable neurostimulator (ins) had a loss of system function (¿battery malfunctioning¿) and needed surgical assessment/replacement. An impedance checks showed high impedances on the ins or lead. An x-ray showed the system was in place and that the leads were connected. It was noted that the patient had been compliant with the device. A surgical consult had been ordered to replace the ins battery and to check the leads. A surgical intervention was planned but had not been scheduled. The issue was reported as not resolved at the time of report and the patient status was noted as ¿alive ¿ no injury¿. The indications for use for the implanted device were noted as complex regional pain syndrome and non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.